Event description:
It was reported that the patient was implanted a durom acetabular component on the left side on (B)(6) 2008. The patient was revised on (B)(6) 2015 due to pain.

Manufacturer narrative:
The MFR did not receive the devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced. Should additional info become available and/or the device(s) be returned for evaluation and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. (B)(4).